Manufacturer narrative:
H6: correction: after further evaluation of the complaint, it has been determined that the MDR (B)(4) is a duplicate of (B)(4) this supplemental is to cancel MDR (B)(4) h3 other text : see h10

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the closed system transfer device. After being cleaned, reattached, and taped, it separated again about an hour later. This occurred 2 times during use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "patient was running IV fluids when pump rang downstream occlusion. Rn entered patient room to troubleshoot and observed that the closed system transfer device had become disconnected between the injector and connector portions. Both portions of it were still secured on patient line and end of IV line. Rn cleaned the connector portion and reattached securely and taped connection (infusion clamp was not used). About an hour later the pump rang downstream occlusion again and the connector/injector was again disconnected despite being taped. Rn then removed the closed system transfer device and used the IV without it. Through both disconnections patient's mom reported that he was quietly watching tablet in bed and was not over-active at the time of either disconnection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the closed system transfer device. After being cleaned, reattached, and taped, it separated again about an hour later. This occurred 2 times during use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "patient was running IV fluids when pump rang downstream occlusion. Rn entered patient room to troubleshoot and observed that the closed system transfer device had become disconnected between the injector and connector portions. Both portions of it were still secured on patient line and end of IV line. Rn cleaned the connector portion and reattached securely and taped connection (infusion clamp was not used). About an hour later the pump rang downstream occlusion again and the connector/injector was again disconnected despite being taped. Rn then removed the closed system transfer device and used the IV without it. Through both disconnections patient's mom reported that he was quietly watching tablet in bed and was not over-active at the time of either disconnection."